Event description:
It was reported in a journal article that during a period from march 2018 to may 2020 twenty-five patients were implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and absorbable antibacterial envelopes. Of the 25 patient's there was one mild hematoma that was managed conservatively and spontaneously resolved. There was one infection at 18 months from device implant. It was noted that the patient had significant weight loss which led to pocket swelling without hematoma. There was c-reactive protein elevation with no discharge of fluid from the pocket. The infection was managed conservatively and resolved with antibiotic therapy. During the 21-month follow-up time frame, two patients experienced oversensing resulting in an inappropriate shock. One event was due to t-wave oversensing and the other was due to farfield oversensing. No other performance issues were noted to be observed. The serial numbers for the involved devices were not provided. A request was made for the journal article author to provide the serial number information, but no information has been received at this time. Gasperetti, alessio, et al. (2022). "Combined use of s-ICD and absorbable antibacterial envelopes: a proof-of-concept study". Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-022-01222-z.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.